Event description:
On (B)(4) 2012, a baxter clinical educator notified baxter corporate product surveillance of a report from a nurse that a patient had a cloudy effluent bag. On (B)(4) 2012, global pharmacovigilance conducted follow-up with the peritoneal dialysis registered nurse (pdrn) regarding the cloudy effluent bag. On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced a touch contamination. On an unreported date in (B)(6) 2012, the patient experienced cloudy pd effluent. In (B)(6) 2012, the patient was diagnosed with peritonitis per pd culture results. On an unreported date in (B)(6) 2012, vancomycin ip (dose and frequency not reported) and ceftazidime ip (dose and frequency not reported) were initiated. On (B)(6)2012, extraneal was temporarily discontinued until the peritonitis was resolved. At the time of this report, the event of peritonitis was ongoing and improved. The patient remained on pd therapy using dianeal pd4 ambuflex exclusively. Retraining for touch contamination was provided. The nurse stated, the event of peritonitis was not related to the dianeal solutions, extraneal solutions or any of the baxter devices/parts.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique due to touch contamination. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.